Event description:
The customer reported to olympus, the evis exera lll gastrointestinal videoscope had a air/water flow issues from the air/water flow system and the nozzle clogged was found at estimation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following; poor water and air supply/intake, nozzle drainage failure, angle knob play, bending section rubber scratch, bending section rubber adhesion chipped, bending section rubber adhesion cloudy, image guide serpentine scratch, image guide serpentine wrinkles, switch 1 had scratches, and control side scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was further reported that the event was observed during the examination of the stomach / duodenum. The procedure was completed using the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the clogged nozzle and foreign material that was found. The DHR confirmed that the subject device was shipped in accordance with the specifications.  The investigation was unable to determine the root cause of the foreign material which was found on the nozzle. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: "1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.